Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The blood glucose level was 130 mg/dl. The other relevant blood glucose level was 55 mg/dl, 300 mg/dl, 231 mg/dl. Troubleshooting was performed. The customer also stated that the self test failed. The product will return for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No spi to motor pic communication error alarm noted.